Manufacturer narrative:
Suspect device received on (B)(6) 2021 device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant had an area of missing material on the anterior view and extending to the posterior view, measuring approximately 5.1 cm x 4.4 cm. Additionally, an area of shell abrasion was observed within the missing material. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 5, 2021 additional information received indicated that the date of explanation will be on (B)(6) 2021 for bilateral replacements. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation primary with a mentor memorygel, 350cc silicone breast implant experienced left-sided rupture post procedure. The patient stated that the left side is swelled, and hurts. The MRI examination reported fluid around the lungs. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.